Event description:
Patient reported "both side capsular contracture, baker grade 3-4 found out thru ultrasound." Later, patient reported "had a consultation a little while ago with stage 3 capsular contraction. Device remains implanted. This complaint is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade 3.

Event description:
Patient reported right-side capsular contracture baker grade 4. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "both side capsular contracture, baker grade 3-4 found out thru ultrasound." Later, patient reported "had a consultation a little while ago with stage 3 capsular contraction. Another ultrasound revealed a nodule (non device related) and lesion thought to be lobule of fat with the differential being that of a thin fibroadenoma (non device related). Device remains implanted. This complaint is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, h6.